Event description:
While making rounds, nurse noted tpn solution running into the bed. Hard plastic connector was broken at connection to soft PICC catheter. There was no bleeding from the catheter. Md was notified, who removed PICC catheter from the pt with a clamp. This is one of 3 recent such events involving this type of catheter with a similar break. Co's PICC catheters have been removed from the shelf and returned to the MFR.